Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending (lad) artery. While performing a percutaneous coronary intervention, an opticross catheter was used but could not cross the lesion and the image was lost. An unknown balloon was used for pre-dilatation; however, indentation could not be performed. The device was exchanged to a 10/2.50 flextome cutting balloon along with a guidezilla, used for back up; however the cutting balloon was unable to cross the lesion. A 3.0x15mm nc quantum apex was inflated; however the balloon burst at 20atms and dilatation was unable to be performed. The procedure was finished without deploying the stent. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).